Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed that the line from pilot balloon was cut, and the valve was missing. Customers reported issue was not duplicated. Inspection showed no defects detected; no discrepancies were found. Once the units were assembled, they were inflated with air and visually inspected 100% to see that the cuff inflated uniformly. It was observed that the air cuff symmetry test was correctly performed. No discrepancies were found. Lines were inspected before to assembly to verify if they were free of cuts, cracks or any other damage that may affect its function or appearance. The root cause of the reported issue was determined that the line was cut after the product left the facility. Actions taken to mitigate the reported issue: as preventive action production personnel were notified by quality engineer as awareness of the defect reported by the customer. Additional information provided in b1, b5, d10, g4, h3, h6. D4: UDI information is unknown. D4: catalog number is unknown. G5: premarket (510k) number is unknown.

Manufacturer narrative:
Additional information was received on 5-nov-19 indicating that the event occurred during testing. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a possible fluid ingression observed at the base of the pump and a worn nub. Event log history was performed and indicated that 25 no disposable alarms were recorded in history. During analysis, the customer's reported problem regarding "double beep - no cassette attached" was unable to be duplicated. Simulated use testing was unable to replicate the error with or without the disposable attached. The upstream occlusion (uso) will be recalibrated and the downstream occlusion (dso) will be replaced to address the reported issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.